Event description:
During an aaa procedure on a male patient, the valve was not sealed and approximately 1 l of blood was found on the operative field. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Based on the information provided, the valve leaked during the procedure approximately one liter of blood was found on the operative field. No adverse effect to the patient was reported. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user specifically, hemostatic valve leakage testing has been conducted. The instructions for use contains the indications for use, warnings and precautions and appropriate method of use for this device specifically, it states "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow." Captor valve assemblies are 100% quality control inspected for leakage. The returned device was inspected on april 10, 2015. The ins valve was functional. There were two tears in the webbing. The valve was leak tested with a syringe and tap water leakage was confirmed with a dilator through the valve. There was no leakage without a dilator through the valve. The manufacturing records were reviewed, and nothing of note was observed. Damage/tearing of the discs within the valve likely contributed to the reported leakage. The appropriate internal personnel have been notified. We will continue to monitor for similar events.

Manufacturer narrative:
(B)(4). The event is currently under investigation.